Manufacturer narrative:
B3. Date of event: month and day of event have been provided, but year is unknown. No device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process.

Event description:
It was reported that the part used to cuff in and out of the trachea fell off completely right where the airbag ends. There was patient involvement and no patient harm reported.